Event description:
It was reported that shaft break occurred. A 3.00mm x 20mm nc emerge balloon catheter was selected for use. However, during preparation, it was noted that the balloon was fractured outside the patient. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Manufacturer narrative:
E1: initial reporter phone:(B)(6). Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. There were numerous kinks to the hypotube of the device. There was contrast in the inflation lumen and the balloon was tightly folded. At 3mm distal from the bicomponent weld for a length of 1mm, the guidewire lumen was buckled, prolapsed, and punctured.

Event description:
It was reported that shaft break occurred. A 3.00mm x 20mm nc emerge balloon catheter was selected for use. However, during preparation, it was noted that the balloon was fractured outside the patient. The procedure was completed with another of same device. No patient complications were reported.